Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The reported event was confirmed as product was returned and visual inspection of the returned tasp shims exhibits signs of repeated use and are missing components. The missing components were not returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Root cause was determined in a CAPA to be associated with the design of the device and the device was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a knee instrument was missing components. No patient involvement. There is no additional information at this time.